Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2020. ø10 humeral stem and ø40+9 humeral cup were removed and replaced by ø08 humeral stem and ø40+6 humeral cup. According to the field representative, we did not know when the dismantling occurred. The stem was unsealed while cemented. Primary surgery on (B)(6) 2019.